Manufacturer narrative:
(B)(4)

Event description:
It was reported that a revision surgery was performed to convert a hemi hip to a total hip due to pain.

Manufacturer narrative:
Additional information: the associated device was returned and evaluated. The returned tandem 12/14 taper sleeve was examined visually and with energy dispersive x-ray analysis (edxa). The purpose of this investigation was to evaluate the as-received component. No destructive testing was carried out. The returned sleeve has damages that occurred from removing the component. The threads on the sleeve that engage with the removal tool appeared damaged likely from stripping. The inside taper surface of the sleeve that would contact the hip stem exhibited corrosion and fretting along the taper. Edxa showed that the taper sleeve was shown to have peaks consistent with titanium when compared to a standard of the material. There was no indication of any manufacturing deviations. No material deviations were found in this investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.